Event description:
It was reported that the patient's right atrial (ra) lead was oversensing noise resulted in pacing inhibition and inappropriate mode switch episodes. No intervention was performed, and the patient was in stable condition.